Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-ip report detailing the results of the evaluation once it is completed.

Event description:
It was reported by a customer complaint that the patient was treated by paramedics due an incident of low blood glucose. The reporter stated that in 2007 at 3:30pm, she was symptomatic for hypoglycemia. Paramedics treated the patient at the scene. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.